Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to physical stress applied to the insertion section of the subject device and a damaged ccd (charge-coupled device) unit. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During testing, the reported issue could be confirmed; when the bending section was angled, the image would black out. In addition, the insertion tube had multiple dents and scratches were found at multiple areas, and the label on the grip was out of specification. The investigation is ongoing and a supplemental report will be filed once the device evaluation is completed.

Event description:
The customer reported that, during reprocessing of the device, their evis exera iii bronchovideoscope did not produce an image. There were no reports of patient or user harm associated with this event.